Event description:
The user reported frost formation on the needle shaft during a cryoablation procedure. Frost formed during the freeze cycle. The patient was not injured. The case was completed with no reported patient injury. The needle will be returned to the manufacturer for investigation.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was not returned to the manufacturer for investigation, and the reported complaint and its associated root cause could not be confirmed. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions within the needle batch.